Event description:
Took my lens out from the cleaning solution, went to put it in my eye and, then the horrible pain hit my eye. It was unbearable I had flushed it out and now it is all red and hurts with blurry vision. Other serious/important medical incident: burned my eye.